Event description:
A malfunction on the pump was reported by the caller. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. The elevated bg was addressed by a correction injection via manual insulin therapy. The technical support team arranged to replace the pump, providing the customer with a replacement that includes updated software and training resources. The customer was instructed to return the faulty pump within 10 days using a pre-paid label, and these instructions were acknowledged and understood by the customer. The caller planned to use multiple daily injections as a backup therapy to maintain insulin delivery.